Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had the implant ((B)(6) 2018) and then 3 days later it started swelling and producing so much heat at the implant site that an ice pack was needed and patient lost some mobility and use in arm and hand. It gradually got worse. When patient went to the follow up a week later, they told them the battery was acting up, so the manufacturer representative came in and said to give it a few more days, but that following week pt told them they cannot take the pain. Patient was told the battery malfunctioned so pt had to have another battery put in a week after the implant.

Event description:
Additional information received stated that the cause of the burning was unknown, and the ins had been removed was currently being analyzed by pathology; the rep reported that they would return the device for analysis when they were in possession of it. No further patient complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3987a lot# n339802, implanted: (B)(6) 2014, product type lead h6. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot#: n339802, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3987a, serial/lot #: (B)(4), ubd: 13-jun-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative (rep). It was reported that the patient felt a burning sensation and heating all along the lead. Impedances were reported to be normal. The patient had an ins replacement on (B)(6) 2018 and once the new ins was turned on, the patient experienced burning along the lead into the ins. They had the same settings as the previous ins. The patient was programmed at 0+, 1 - - 390pw, 50hz and amplitude 1.0v. The rep reduced it to 0.5v with no noticeable burning sensation but a return of symptoms. The lead was on the ulnar nerve. The rep increased it to 0.7v and the burning was not as bad and had some symptom relief. The patient had not turned the stimulation off to verify the burning goes away but because it occurred once it was turned on it was highly likely it was a stimulation on experience. It was noted the symptoms were sudden. The rep indicated the pocket was examined by a nurse and it looked good. The rep called back and stated the nurse palpated the device and caused a change in stimulation including surges. They stated they would be doing a surgery to replace the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The implantable neurostimulator (ins) passed testing. No significant anomalies found. If information is provided in the future, a supplemental report will be issued.